Event description:
The patient contacted lifescan in 2005 alleging that her one touch ultra meter was reading inaccurately when compared to another meter. The technical service representative attempted to contact the patient in 2005 to obtain/verify information; however, the patient was unwilling to provide any further information. The patient reported blood glucose results of "10.1 mmol/l" with the lifescan meter and "6.8 mmol/l on another meter. The technical service representative discovered that the result obtained was actually 101 mg/dl (converts to 5.6 mmo/l). The patient stated that she could not recall the unit of measurement at the time of testing. The patient mentioned that she went to the hospital in 2005 due to an unknown elevated result on the reported meter. The patient was unable to specifiy the results obtained on the hospital device either. The tsr was unable to confirm the result in the meter memory, since the date/time settings were incorrect. No treatment was administered at the hospital and she was released the same evening.